Manufacturer narrative:
Evaluation summary: the alleged issue of damaged thread in the continuum shell was found to be correct. It appears that the threads had been cross threaded when attaching the impactor. This is found from the leading thread damage and the different impact sites around the treads, showing that the threads had not gained any engagement with the impactor prior to use. Evaluation: the device history record was reviewed and the device was found to be conforming at the time of manufacturing.

Event description:
It is reported that as the surgeon tried to implant the cup, it would not stay attached to the cup inserter. Surgeon felt it was the cup threads that were the problem. Another cup of the same size was opened and used to complete the surgery.